Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that after implantation, the patient required high analgesia even after two days post-implantation with an impeccable technique. Patient felt a lot of pressure, out of the ordinary. When removing the implant, the patient felt better. The doctor reported: pain, pressure and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Device history record (DHR) review was completed for the subject lot number (2021100250). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified.

Event description:
On (B)(6) 2022 through a phone call, it was confirmed that the main reason the implant was removed was infection. Pain is a consequence of the infection.